Event description:
Healthcare professional reported rupture of the right device, pain and capsular contracture, baker grade ii, discovered via MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on anterior, crease flat and stress marks. Based on the device analysis the final assessment is a sharp pattern on anterior of broken device assessed as a surgical impact opening, for the stress marks in the shell. Reason for reoperation: rupture.